Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented in the operating room for a device upgrade. A downward trend in r-waves were noted. The lead was capped and replaced without any complications.